Event description:
During a coronary drug eluting stenting treatment procedure there was removal resistance. When the physician was attempting to remove the 2.5x12mm taxus express2 drug eluting stent from the runway jr4 guide catheter "heavy resistance" was noticed. The physician did not feel confident using this stent to complete the procedure. A viking guide catheter and another 2.5x12mm taxus express2 stent were used to complete the procedure. There were no pt complications and the pt condition is reported as ok.